Event description:
It was reported that the patient was being admitted for possible infection around the generator. The physician reported that there is no relationship of the infection to vns. It was reported that IV antibiotics were administered and that there was incisional draining and that this was likely not infecting the generator pocket. The physician reported that there was likely trauma or patient manipulation that could have caused the infection but was not certain.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.